Event description:
A medsun medwatch was rec'd stating that: ventilator failed to deliver tidal volumes; placed on standby, while awaiting new ventilator. Clinician noticed that ventilator was smoking while on standby.